Manufacturer narrative:
The device was received for evaluation contaminated with chemotherapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Priming test was completed, and the device performed according to product specifications. No further testing could be performed due to nature of the sample; therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer activated valve (clearlink) of a clearlink duo-vent continu-flo solution set was leaking, closest to the bag spike. It was further reported that approximately 20ml of chemotherapy was found on the pump, infusion pole, and floor beneath the leak. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.